Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After analyzing the data, the tsc determined that the cause of the (B)(6) results generated without the closing bracket was due to the disabled control bracket setting, within the test definition. The problem was corrected by enabling the control bracket setting in the test definition and to save the changes. The tsc determined that the customer ran controls at the beginning and end of the test run and that all results were within range and did not need to be repeated. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Siemens was contacted after a test definition update was performed on the customer's advia centaur xp instrument. The customer informed siemens that after the test definition update was performed on their system by a siemens customer service engineer (cse), the (B)(6) results were configured to run without control bracketing enabled. There were no discordant results generated and no results were released to the physician(s).